Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges defective cannula which she believes caused the elevated blood glucose. Caller reported the cannula did not appear to insert into the patient; the needle was not visible and the connector for the tubing was also not visible. Cannula has been discarded. Requested return of the unopened boxes of the alleged device for evaluation.